Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Arterial perforation is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that during a diagnostic procedure which progressed to an interventional procedure of the mildly calcified, de novo, left anterior descending (lad) artery the 4.0 x 12 mm trek balloon dilatation catheter (bdc) was advanced but could not cross the lesion and was removed without issue. It was noted that direct stenting with the 3.5 x 28 mm xience xpedition stent at 12 atmosphere (atm) was completed for deployment. A second stent inflation attempt at unspecified atm resulted in a vessel perforation and the patient became unresponsive. It was noted that guide wire position was lost in the vessel. Cardiopulmonary resuscitation (CPR) was started and the patient was transferred to surgery for bypass. Post surgery the patient was taken to the intensive care unit (ICU). No additional information was provided.